Manufacturer narrative:
Visual and functional inspections were returned on the device. The reported clip malposition could not be replicated in a testing environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to malposition of the device/clip of device include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, the clip was deployed on the fatty tissue [malposition of clip]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.